Event description:
Registered nurse was priming tubing with a ms flush for a medication (microtubing for syringe pump), it was found that the tubing was packaged without the male attachment at the end (the plastic, twisting portion that would attach to the peripheral intra venous line/ intra venous tubing/ patient.) No harm reached patient, tubing and packaging were set aside and new tubing was inspected and used.